Event description:
According to the reporter, during a robot assisted rectopexy, the instrument catches itself when it is supposed to fix the mesh. The screw cannot be pushed out. It was also reported that 2 tacks fell into patient's cavity and was retrieved. Another device was used however the same issue occurred. The surgeon then just sutured the mesh to secure it in place. The surgical time was extended by 20 minutes due to the issue.

Manufacturer narrative:
D10 concomitant products: 174006, 174006 protack 5mm disp in (lot#:p3d0258). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. It was reported that the component disengaged, and tacker did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can caused by an instrument that has been exposed to excessive force while applying helical fastener to a surface. If a helical fastener is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue which cannot be inspected visually for hemostasis. A minimum of 4mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall and or jam the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.